Event description:
Pt admitted to hospital for removal and replacement of bilateral breast implants and capsulectomies secondary to bilateral breast implant rupture. These implants were placed in 1983. Manufacturer is unknown. During surgery it was noted on the right side that the implant did not appear to be a very small rupture of the lumen but no significant leak of any silicone gel. During surgery it was noted on the left side that the implant appeared to be a single lumen silicone gel implant and that there was not any significant silicone gel within the lumen of the capsule; there was only a very fine fracture of the lining, there was no spillage of silicone gel within the breast tissue. Pt authorized hospital to dispose of implants.